Manufacturer narrative:
Additional information received stated that the patient was admitted to the hospital for a non-device related chronic seizure disorder. The physician has chosen not to move forward with any procedure at this time as the patient's disorder has not yet stabilized.

Event description:
A report was received that the patient had recently fallen (non device related) and was experiencing difficulties charging her ipg. The physician assessed the patient and indicated that the ipg was implanted too deep. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had recently fallen (non device related) and was experiencing difficulties charging her ipg. The physician assessed the patient and indicated that the ipg was implanted too deep. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted and replaced with a new ipg. The physician elected to replace the ipg as the patient was experiencing charging difficulty due to the ipg being flipped in the pocket. The patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had recently fallen (non device related) and was experiencing difficulties charging her ipg. The physician assessed the patient and indicated that the ipg was implanted too deep. The patient will undergo a pocket revision.